Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customer's biomed evaluated the unit. The customer's biomed department completed the repair by replacing the power supply. The unit passed required functional test and is back in service. Evaluation not requested by complainant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) battery not charging. Checked further and found that power supply is defective.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) battery not charging. Checked further and found that power supply is defective. There was no patient involvement.